Manufacturer narrative:
H6: updated results code 2 for sterilization. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1994, 2225) were reported based on the original complaint and is no longer applicable per gore¿s investigation. Medical records: the known medical records span december 8, 2002 through august 9, 2016 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from december 20, 2002 through may 1, 2005, and december 13, 2006 through december 15, 2008 were not provided. Patient information: diverticulitis. Smoker. Obesity. ? (B)(6) 2002: 185 lbs., bmi 36.1. ? (B)(6) 2005: 278 lbs., bmi 54.3. ? (B)(6) 2006: 220 lbs., bmi 43. ? (B)(6) 2008: 231 lbs., bmi 45.1. Prior surgical procedures: 1980: appendectomy, cholecystectomy cesarean section: (B)(6) 1989 and (B)(6) 1993 (B)(6) 2002: total abdominal hysterectomy, bilateral salpingo-oophorectomy and repair of incisional hernia x4 (B)(6) 2005: repair of incisional hernia with ¿goretex mesh¿. Implant gore® dualmesh® biomaterial] (B)(6) 2006: removal of ¿infected mesh.¿ relevant medical information: inpatient hospitalization [hospitalization dates (B)(6) 2002] ? (B)(6) 2002: total abdominal hysterectomy. Bilateral salpingo-oophorectomy and repair of incisional hernias x 4. ¿low midline incision was made in the skin and carried down through the subcutaneous tissue to the fascia. Parietoperitoneum was entered. On opening the parietoperitoneum there were noted to be multiple omental adhesions along the anterior wall of the abdomen. All omental adhesions were taken down, several were tied off with 2-0 silk suture. The abdominopelvic contents were explored. Uterus was mid position, multiparous size. Both fallopian tubes showed evidence of previous tubal ligation. Both ovaries were unremarkable except for normal convolution and follicles on both ovaries. The uterus were (sic) noted to be coursing along the pelvic sidewalls. The anterior and posterior cul-de-sacs were essentially unremarkable. There was evidence of previous scar along the anterior cul-de-sac from previous cesarean section. Uterus was uplifted out of the abdomen. Balfour retractors were placed and laparotomy sponges were placed to bring the bowel up and put of (sic) the surgical field. The round ligament on the left and right were clamped, cut and suture ligated with #1 chromic suture. The infundibulopelvic ligament on the left and the right were clamped, cut and suture ligated with #1 chromic suture. The leaves of the broad ligament including the uterine vessels were clamped, cut and suture ligated with #1 chromic sutures. This was done in an alternating and progressive fashion down to the lateral vaginal fornices. The cervix was long and deep and the bladder was taken down off the anterior cervix and advanced along the anterior vaginal wall. Eventually the lateral vaginal fornix was entered, first on the left and then on the right and then the uterus, fallopian tubes, ovaries and cervix were removed in toto. Flat horizontal mattress sutures of #1 chromic were used to close the vaginal cuff except for the mid portion which was sewn open for drainage. Irrigation was carried out. Several pedicles were doubly ligated with #1 chromic suture and there was adequate hemostasis noted. Irrigation was carried out as I said. Bladder flap was examined and noted to be dry. Ureters were noted be coursing along the pelvic sidewall. With that, laparotomy sponges, balfour retractors were returned and the bowel was allowed to fall back into surgical field. Omentum was checked and there were several other bleeders that were tied with 2-0 silk. On closing the abdomen, there were noted to be two incisional hernias along the inferior portion of the incision and these hernia sacs were excised, fascia was exposed, another small hernia at the top was oversewn with #1 prolene and a small incisional hernia right at the umbilicus was sutured with #1 prolene but no particular sac needed to be excised. With that, the parietoperitoneum was separated from the fascia and the incision was closed with a running suture of 0 prolene brought together in the midline. Dr. (B)(6) was called in for intraoperative consultation and checked the incision line and fascia was identified and closed. No further hernias were noted. S ubcutaneous tissue was dry, skin staples were used to close the skin.¿ (B)(6) 2005: ¿evaluation of incisional hernia. Present since her hysterectomy in 2003. Noticed a bulge there. No pain. Came to her attention when she saw dr. (B)(6) to discuss liposuction. Exam: abdomen: bulge noted in lower midline on inspection. Palpable defect in lower midline. Impression: incisional hernia. Plan: treatment is to repair.¿ implant preoperative complaints: (B)(6) 2005: ¿preoperative visit evaluation of incisional hernia. Feels hernia has gotten larger. Exam: weight 234 pounds. Abdomen: bulge noted in the lower midline, associated with a lower midline scar. Soft, reducible, measures about 6 cm.¿ (B)(6) 2005: indication. ¿this 42-year-old woman who has had a previous lower abdominal operation was found to have incisional hernia just below the level of the umbilicus. It is enlarging and the patient is symptomatic.¿ implant procedure: repair of incisional hernia with ¿goretex mesh.¿ [implant: gore® dualmesh® biomaterial (1dlmc04/02971045/) 15cm x 19cm x 1 mm thick, oval]. Implant date: (B)(6) 2005 [hospitalization dates (B)(6) 2005] description of hernia being treated: ¿an incision was made through the previous low midline scar, beginning just below the umbilicus. Dissection was carried down to the subcutaneous tissue. The hernia sac was encountered in the subcutaneous tissue and it was dissected away from the surrounding tissue and opened. There was no bowel in the sac. The sac was excised down to the level of the fascia and excised. There was a large defect measuring about 6 cm in greatest dimension. There were adhesions to the anterior abdominal wall, primarily with the omentum and these were taken down with blunt and sharp dissection. This allowed palpation of the remainder of the lower midline. Two other defects were noted, one just above the main defect and another inferiorly. These were all connected by dividing the fascia. The defect was measured and it was approximately 15 cm in length and about 6 cm at greatest width.¿ implant size and fixation: ¿a portion of duo mesh was cut to fit the defect overlapping about 2 cm in all directions. The duo mesh was sutured to the fascia with interrupted 0 prolene mattress sutures. Satisfied with the repair, the wound was irrigated with sterile saline, a 19-blake drain was placed in the wound and brought out through a separate stab wound incision, and the subcutaneous tissue was closed with interrupted 3-0 polysorb and the skin closed using staples.¿ ? (B)(6) 2005: pathology. ¿specimens received: hernia sac. Gross description: received in formalin as ¿hernia sac¿ are several pieces of pink tan fibromembranous tissue with attached soft tissue.8.5 x7 x 3 cm in aggregate. Blue suture material is identified within the specimen. On section, the tissue is firm and appears fibrous. No mass lesions are identified.¿ ? (B)(6) 2005: discharge summary: ¿taken to operating room day of admission and hernia repaired with gore-tex mesh. Hospital course was not eventful.¿ relevant medical information: (B)(6) 2006: CT abdomen/pelvis [a/p]: history: right flank pain. Impression: there is a tiny 1 mm nonobstructing renal stone. There is a 7.5 x 4.9 cm seroma or fluid collection within a prior ventral abdominal hernia repair with surrounding fat stranding. The surrounding fat stranding suggests inflammation. Large left and right inguinal lymph nodes. Minimal free fluid in the pelvis seen along the right peritoneal reflection.¿ (B)(6) 2006: ¿incision has 2 small open areas in the mid portion. There is some granulation tissue. Small amount of serous drainage on her dressing. The hernia repair is intact to palpation. Impression: rule out infected graft material. Plan: no antibiotics are indicated at this time. Patient is aware that it is possible that the mesh may have to be removed if this does not heal or if there is persistent drainage that becomes chronic.¿ (B)(6) 2006: ¿incision has two raised areas. Small amount of drainage on her bandage. Impression: probable infected mesh, abdominal wound.¿ (B)(6) 2006: ¿open area in lower abdomen in midline. Pus on the bandage. No redness surrounding tissue. There is induration at the site. Impression: infected mesh. Plan: it is my impression that this will need to be removed at some point. She was not anxious to do it right away. Would like to try another course of antibiotics. We will re-evaluate and determine whether or not any further evaluation is needed, such a CT scan or proceed with an operation if she is agreeable.¿ (B)(6) 2006: ¿two open areas. There is a small amount of mucopurulent drainage on the dressing. Minimal erythema around the open area. Impression: status post incisional hernia repair, chronic infected mesh. Plan: reiterated that the treatment is to remove the mesh, try to remove any residual suture or foreign bodies from the wound. No mesh would be placed right away. Patient does not want to do anything before her trip.¿ (B)(6) 2006: ¿abdomen inspected; two open areas as previously noted. Purulent drainage on the dressing. Impression: infected mesh following hernia repair. Plan: patient does not want to have anything done now. Wants to wait until the first of the year.¿ explant preoperative complaints: (B)(6) 2006: ¿two open areas in her lower abdomen are draining purulent material. There is no redness of surrounding skin except at the opening. Impression: infected mesh secondary to ventral hernia repair.¿ (B)(6) 2006: indication. ¿the patient is a 43-year-old female who has had multiple abdominal surgeries in the past. She presents with long-standing infection of her abdominal gore-tex mesh. The patient has had drainage for some time which has increased over the recent future. She is otherwise healthy and takes no medications on a regular basis.¿ (B)(6) 2006: pre- and postoperative diagnosis: ¿infected abdominal mesh¿. Explant procedure: removal of ¿infected mesh.¿ explant date: (B)(6) 2006 "a skin incision was then made with a 10 blade. This was made in an elliptical fashion approximately 6 cm in length. The electrocautery was then used to dissect down to the mesh. Purulent drainage was then noted upon entry into the mesh cavity. Cultures were then taken of this fluid. The skin and subcutaneous was then removed using electrocautery. A heavy pair of mets scissors were then used to cut the suture. The mesh was then removed and sent to pathology. Electrocautery was then used to obtain hemostasis. Irrigation was then used in the wound and hemostasis was then reassured. Wet vaginal packing was then used to pack the wound.¿ ? (B)(6) 2006: pathology. Preoperative diagnosis: infected mesh of abdomen from incisional hernia repair (B)(6) 2005. Specimens: infected mesh abdomen. Microscopic pathologic diagnosis: soft tissue and infected mesh, abdomen, excision: severe acute inflammation, granulation tissue, and dense fibrosis. Mesh material. Gross description: received in formalin as ¿infected mesh, abdomen¿ are two pieces of tissues/material. The first piece is a 12 x 11 cm. Sheet of synthetic mesh. The second piece is a 5 x 2.5 x 2.5 cm. Piece of soft tissue. On one surface is a 5 x 1 cm. Ellipse of white-tan skin. The skin surface is erythematous, and defects oozing bloody material are identified. Sections reveal that the underlying tissue is erythematous and firm and appears fibrotic.¿ ? (B)(6) 2006: microbiology: ¿gram stain: many polyps many gram-positive cocci in clusters. Culture: 1. No growth. Anaerobic culture: culture: 1. Many peptostreptococcus species. Relevant medical information ¿ inpatient hospitalization [hospitalization dates (B)(6) 2008] ? (B)(6) 2008: laparoscopic repair of recurrent incarcerated ventral hernia with a 37 x 28-cm parietex mesh ¿there were multiple adhesions to the anterior abdominal wall with the omentum and bowel loops. These were all taken down sharply. Attention then was turned to the hernia defect. There was incarcerated omentum as well as incarcerated bowel loops. This was all reduced very carefully, and lysis of adhesions was performed with sharp dissection in order to completely free up the entire hernia defect. This took approximately 60 minutes. Once this was done, the measurement of the hernia defect was approximately 15 x 20 cm. Therefore, the 37 x 28-cm parietex mesh was chosen. The entire width was left intact. Approximately 8 cm of the length was removed with scissors. Ten gore-tex sutures were then placed around this mesh, 5 of them at the bottom third where this was then attached to the bottom third of the abdomen. The other 5 gore-tex sutures were then placed in the upper two-thirds of the mesh. This was decided to do this because there was less overlay towards the pubic symphysis then there was towards the upper abdomen. This mesh was then placed into the abdominal cavity through the 12-mm trocar site. Starting at the very lower edge, a stab incision was created, and the suture passer was then used to grasp the gore-tex sutures obtaining at least a 3-cm overlay inferiorly and greater than a 5-cm overlay superiorly and laterally each. The mesh went up very nicely with the barrier side towards the bowel. Once the mesh was completely secured in place, all the transabdominal wall stiches were tied, and a tacking device then used to tack up the mesh all around, taking care not to injure any of the epigastric vessels. Once the mesh was in place, there was a good overlay, as said above, at least 5 cm laterally and superiorly. Towards the pubic symphysis, there was a 3-cm overlay.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use includes information, ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical information. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: added method/results/conclusions code 2 for sterilization evaluation. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: no records prior to (B)(6) 2002; including appendectomy, cholecystectomy and cesarean sections, were not provided. (B)(6) 2002 (B)(6) hospital. (B)(6) md. History & physical. Abnormal uterine bleeding unresponsive to conservative therapy. Admitted for total abdominal hysterectomy and bilateral salpingo-oophorectomy. Medical history: two cesarean sections, appendectomy, cholecystectomy. Plan: total abdominal hysterectomy and bilateral salpingo-oophorectomy. (B)(6) 2002: (B)(6) hospital. (B)(6) md. Operative report. Assistant: (B)(6) md. Shirley mccluskey, hca. Preoperative diagnosis: abnormal uterine bleeding, menometrorrhagia. Operation: total abdominal hysterectomy. Bilateral salpingo-oophorectomy and repair of incisional hernias x 4. Postoperative diagnosis: abnormal uterine bleeding, menometrorrhagia. Estimated blood loss: 200 cc. Description of procedure: ¿patient was prepped and draped in the supine position under general endotracheal anesthesia. A low midline incision was made in the skin and carried down through the subcutaneous tissue to the fascia. Parietoperitoneum was entered. On opening the parietoperitoneum there were noted to be multiple omental adhesions along the anterior wall of the abdomen. All omental adhesions were taken down, several were tied off with 2-0 silk suture. The abdominopelvic contents were explored. Uterus was mid position, multiparous size. Both fallopian tubes showed evidence of previous tubal ligation. Both ovaries were unremarkable except for normal convolution and follicles on both ovaries. The uterus were noted to be coursing along the pelvic sidewalls. The anterior and posterior cul-de-sacs were essentially unremarkable. There was evidence of previous scar along the anterior cul-de-sac from previous cesarean section. Uterus was uplifted out of the abdomen. Balfour retractors were placed and laparotomy sponges were placed to bring the bowel up and put of the surgical field. The round ligament on the left and right were clamped, cut and suture ligated with #1 chromic suture. The infundibulopelvic ligament on the left and the right were clamped, cut and suture ligated with #1 chromic suture. The leaves of the broad ligament including the uterine vessels were clamped, cut and suture ligated with #1 chromic sutures. This was done in an alternating and progressive fashion down to the lateral vaginal fornices. The cervix was long and deep and the bladder was taken down off the anterior cervix and advanced along the anterior vaginal wall. Eventually the lateral vaginal fornix was entered, first on the left and then on the right and then the uterus, fallopian tubes, ovaries and cervix were removed in toto. Flat horizontal mattress sutures of #1 chromic were used to close the vaginal cuff except for the mid portion which was sewn open for drainage. Irrigation was carried out. Several pedicles were doubly ligated with #1 chromic suture and there was adequate hemostasis noted. Irrigation was carried out as I said. Bladder flap was examined and noted to be dry. Ureters were noted be coursing along the pelvic sidewall. With that, laparotomy sponges, balfour retractors were returned and the bowel was allowed to fall back into surgical field. Omentum was checked and there were several other bleeders that were tied with 2-0 silk. On closing the abdomen, there were noted to be two incisional hernias along the inferior portion of the incision and these hernia sacs were excised, fascia was exposed, another small hernia at the top was oversewn with #1 prolene and a small incisional hernia right at the umbilicus was sutured with #1 prolene but no particular sac needed to be excised. With that, the parietoperitoneum was separated from the fascia and the incision was closed with a running suture of 0 prolene brought together in the midline. Dr. Kuhnke was called in for intraoperative consultation and checked the incision line and fascia was identified and closed. No further hernias were noted. Subcutaneous tissue was dry, skin staples were used to close the skin. Foley catheter was draining methylene-blue tinged urine. There was adequate hemostasis noted. Sponge, needle and instrument counts were correct on three separate occasions, the last one being at termination of the case. The patient tolerated the procedure well and went to the recovery room in stable condition.¿ (B)(6) 2002: (B)(6) hospital. (B)(6) md. Discharge summary. Admission diagnosis: long standing complaints of abdominal uterine bleeding, unresponsive to conservative medical therapy. Discharge diagnosis: same. Status post total abdominal hysterectomy and bilateral salpingo-oophorectomy and hernia repair. Procedures: total abdominal hysterectomy and bilateral salpingo-oophorectomy and ventral hernia repair. Instructions: no heavy lifting for approximately six weeks. (B)(6) 2004: [missing records, including operative report for hernia surgery] (B)(6) 2005: [facility ni]. (B)(6) md. Office visit. History: evaluation of incisional hernia. Present since her hysterectomy in 2003. Noticed a bulge there. No pain. Came to her attention when she saw dr. Bergman to discuss liposuction. Exam: abdomen: bulge noted in lower midline on inspection. Palpable defect in lower midline. Impression: incisional hernia. Plan: treatment is to repair. (B)(6) 2005: [facility ni]. (B)(6) md. Office visit. Preoperative visit, evaluation of incisional hernia. Feels hernia has gotten larger. Exam: weight 234 pounds. Abdomen: bulge noted in the lower midline, associated with a lower midline scar. Soft, reducible, measures about 6 cm. Plan: repair of incisional hernia with mesh. (B)(6) 2005: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: incisional hernia. Operation: repair of incisional hernia with goretex mesh. Postoperative diagnosis: incisional hernia. Indications: this 42-year-old woman who has had a previous lower abdominal operation was found to have incisional hernia just below the level of the umbilicus. It is enlarging and the patient is symptomatic. The patient is now brought to the operating room for a repair. Operative procedure: ¿with the patient supine on the operating room table and already under general endotracheal anesthesia; a right carpal tunnel procedure had been done by dr. Wottowa and upon completion the hernia repair began. The patient¿s abdomen was prepped and draped with sterile towels and sheets. An incision was made through the previous low midline scar, beginning just below the umbilicus. Dissection was carried down to the subcutaneous tissue. The hernia sac was encountered in the subcutaneous tissue and it was dissected away from the surrounding tissue and opened. There was no bowel in the sac. The sac was excised down to the level of the fascia and excised. There was a large defect measuring about 6 cm in greatest dimension. There were adhesions to the anterior abdominal wall, primarily with the omentum and these were taken down with blunt and sharp dissection. This allowed palpation of the remainder of the lower midline. Two other defects were noted, one just above the main defect and another inferiorly. These were all connected by dividing the fascia. The defect was measured and it was approximately 15 cm in length and about 6 cm at greatest width. A portion of duo mesh was cut to fit the defect overlapping about 2 cm in all directions. The duo mesh was sutured to the fascia with interrupted 0 prolene mattress sutures. Satisfied with the repair, the wound was irrigated with sterile saline, a 19-blake drain was placed in the wound and brought out through a separate stab wound incision, and the subcutaneous tissue was closed with interrupted 3-0 polysorb and the skin closed using staples. The drain was sutured to the skin with 2-0 silk. A sterile dressing was applied. Sponge, instrument, and needle counts were reported as correct. The patient tolerated the procedure, was extubated, and transferred to postanesthesia recovery room in satisfactory condition.¿ (B)(6) 2005: (B)(6) hospital. Implant label. Dualmesh biomaterial. Lot: 02971045. Item: 1dlmc04. Size: 15 cm x 19 cm x 1 mm. Expires: 03/16/2009. Location: abdomen. The records confirm a gore® dualmesh® biomaterial (1dlmc04/02971045) was implanted during the procedure. (B)(6) 2005:(B)(6) hospital. (B)(6) md. Pathology report. Preoperative diagnosis: incisional hernia and right carpal tunnel syndrome. Specimens received: hernia sac. Gross description: received in formalin as ¿hernia sac¿ are several pieces of pink tan fibromembranous tissue with attached soft tissue. 8.5 x7 x 3 cm in aggregate. Blue suture material is identified within the specimen. On section, the tissue is firm and appears fibrous. No mass lesions are identified. Representative tissue is submitted in one cassette. (B)(6) 2005: (B)(6) hospital. (B)(6) md. Discharge summary. Discharge diagnosis: incisional hernia. Operation: repair of incisional hernia with mesh. Summary: admitted for repair of an incisional hernia. Hernia present since a hysterectomy in 2003. Bulge has gotten bigger. No history to suggest obstruction. Exam: weight 206 pounds. Abdomen: bulge noted in lower abdomen which is reducible. Palpable defect in lower midline. Hospital course: taken to operating room day of admission and hernia repaired with gore-tex mesh. Hospital course was not eventful. (B)(6) 2006:(B)(6) hospital. (B)(6) md. Radiology-CT abdomen/pelvis. History: right flank pain. Findings: the lower chest appears normal. There is a tiny 1 to 2 mm nonobstructing kidney stone on the right. No kidney stones in the left. No hydronephrosis. No perirenal stranding. The left and right kidneys have a normal size and contour. The left and right ureters have a normal course and caliber. There are no stones in the bladder. The liver, spleen, adrenal glands, and pancreas appear normal. There has been a cholecystectomy. There is colonic diverticulosis, predominantly in the sigmoid colon. No evidence of diverticulitis. The patient has a history of appendectomy, however there is a blind ending tubular structure arising from the cecum, which looks like an appendix. The stomach, small bowel, and large bowel do not demonstrate wall thickening, stricture, or inflammatory change. There is a 7.5 x 4.9 cm seroma or fluid collection within a prior ventral abdominal hernia repair with surrounding fat stranding. There is a 1.5 cm left inguinal lymph node and 1.4 cm right inguinal and lymph node. No mesenteric or retroperitoneal lymphadenopathy. No free air. No free fluid in the abdomen. Pelvis: there is a tiny amount of free fluid in the pelvis seen along the right peritoneal reflection. There is a pessary. There has been a complete hysterectomy. No pelvic lymphadenopathy. The bladder appears normal and does not contain any radiopaque stones. Impression: there is a tiny 1 mm nonobstructing renal stone. There is a 7.5 x 4.9 cm seroma or fluid collection within a prior ventral abdominal hernia repair with surrounding fat stranding. The surrounding fat stranding suggests inflammation. Large left and right inguinal lymph nodes. Minimal free fluid in the pelvis seen along the right peritoneal reflection. (B)(6) 2006: (B)(6) clinic. (B)(6) md. Office visit. Follow up visit. She states that the amount of drainage has decreased with less redness, less pain. Patient went to emergency room with pain in her right flank, sudden onset. Workup included a CT scan, which revealed a renal stone. In addition, the anterior abdominal wall was visualized and a 7.5 cm fluid collection was noted in the anterior abdominal wall. Changes suggesting inflammation. Exam: incision has 2 small open areas in the mid portion. There is some granulation tissue. Small amount of serous drainage on her dressing. The hernia repair is intact to palpation. Impression: rule out infected graft material. Plan: will plan to see again in about 3-4 weeks. No antibiotics are indicated at this time. Patient is aware that it is possible that the mesh may have to be removed if this does not heal or if there is persistent drainage that becomes chronic. (B)(6) 2006: (B)(6) clinic. (B)(6) md. Office visit. Continues to have drainage. Exam: incision has two raised areas. Small amount of drainage on her bandage. Impression: probable infected mesh, abdominal wound. Plan: she does not want to rush into surgery and seems comfortable currently. Will give her another month and see how she is doing and reassess the situation at that time. (B)(6) 2006: (B)(6) clinic. (B)(6) md. Office visit. Continues to drain from her hernia repair site. Exam: open area in lower abdomen in midline. Pus on the bandage. No redness surrounding tissue. There is induration at the site. Impression: infected mesh. Plan: it is my impression that this will need to be removed at some point. She was not anxious to do it right away. Would like to try another course of antibiotics. We will re-evaluate and determine whether or not any further evaluation is needed, such a CT scan or proceed with an operation if she is agreeable. (B)(6) 2006: (B)(6) clinic. (B)(6) md. Office visit. Continues to have intermittent drainage. Exam: two open areas. There is a small amount of mucopurulent drainage on the dressing. Minimal erythema around the open area. Impression: status post incisional hernia repair, chronic infected mesh. Plan: reiterated that the treatment is to remove the mesh, try to remove any residual suture or foreign bodies from the wound. No mesh would be placed right away. Patient does not want to do anything before her trip. (B)(6) 2006: (B)(6) clinic. (B)(6) md. Office visit. Patient continues to drain from abdominal wound. Exam: abdomen inspected, two open areas as previously noted. Purulent drainage on the dressing. Impression: infected mesh following hernia repair. Plan: patient does not want to have anything done now. Wants to wait until the first of the year. Advised her to let me know if any changes, evidence of increased, fever, or redness of the surrounding skin. Otherwise, she will continue to care for the wound as she has been. (B)(6) 2006: (B)(6) clinic. (B)(6) office visit. Preoperative visit. Scheduled to undergo removal of her infected mesh. Continues to drain. Exam: two open areas in her lower abdomen are draining purulent material. There is no redness of surrounding skin except at the opening. Impression: infected mesh secondary to ventral hernia repair. Plan: will remove the infected mesh. I do not intend to replace the infected mesh immediately. (B)(6) 2006: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: infected abdominal mesh. Operation: removal of infected mesh. Postoperative diagnosis: infected abdominal mesh. Estimated blood loss: minimal. Complications: none. Indication: the patient is a 43-year-old female who has had multiple abdominal surgeries in the past. She presents with long-standing infection of her abdominal gore-tex mesh. The patient has had drainage for some time which has increased over the recent future. She is otherwise healthy and takes no medications on a regular basis. Description of procedure: ¿permit was obtained from the patient after informed consent. The patient was brought to the operating theater. She was placed in a supine position and secured upon the table. She was prepped and draped in the sterile fashion. A skin incision was then made with a 10 blade. This was made in an elliptical fashion approximately 6 cm in length. The electrocautery was then used to dissect down to the mesh. Purulent drainage was then noted upon entry into the mesh cavity. Cultures were then taken of this fluid. The skin and subcutaneous was then removed using electrocautery. A heavy pair of mets scissors were then used to cut the suture. The mesh was then removed and sent to pathology. Electrocautery was then used to obtain hemostasis. Irrigation was then used in the wound and hemostasis was then reassured. Wet vaginal packing was then used to pack the wound. The wound was then dressed with fluffs and tape. The patient tolerated the procedure well and was taken to the recovery room in stable condition. The patient tolerated the procedure well.¿ (B)(6) 2006: (B)(6) hospital laboratory. Microbiology. Specimen description: site abdomen mesh. Gram stain: many polyps many gram positive cocci in clusters. Culture: 1. No growth. Anaerobic culture: culture: 1. Many peptostreptococcus species. 12/12/2006: (B)(6) hospital. (B)(6) md. Pathology report. Preoperative diagnosis: infected mesh of abdomen from incisional hernia repair january, 2005. Specimens: infected mesh abdomen. Microscopic pathologic diagnosis: soft tissue and infected mesh, abdomen, excision: severe acute inflammation, granulation tissue, and dense fibrosis. Mesh material. Gross description: received in formalin as ¿infected mesh, abdomen¿ are two pieces of tissues/material. The first piece is a 12 x 11 cm. Sheet of synthetic mesh. The second piece is a 5 x 2.5 x 2.5 cm. Piece of soft tissue. On one surface is a 5 x 1 cm. Ellipse of white-tan skin. The skin surface is erythematous, and defects oozing bloody material are identified. Sections reveal that the underlying tissue is erythematous and firm and appears fibrotic. Representative tissue is submitted in one cassette. (B)(6) 2008: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: recurrent incarcerated ventral hernia. Postoperative diagnosis: recurrent incarcerated ventral hernia (15 x 20 cm). Operative procedures: laparoscopic repair of recurrent incarcerated ventral hernia with a 37 x 28-cm parietex mesh. Laparoscopic lysis of adhesions (60 minutes). Estimated blood loss: 50 ml. IV fluids: 2200 ml crystalloid. Intraoperative findings: there was a 15 x 20-cm ventral incisional hernia that was recurrent. There were multiple loops of bowel that were incarcerated in this that had to be removed with lysis of adhesions. Indications: the patient is a 45-year-old female who has a history of hysterectomy, developed a ventral incisional hernia. This was repaired via an open technique in 2006. She subsequently got infected. The mesh was removed in 2007, and she presents to my office with the recurrent incisional hernia that had incarcerated bowel. All risks and benefits of the above-mentioned procedure were explained to the patient. She consented. Description of procedure: ¿the patient was taken to the operating theater and placed supine on the operating table. General anesthetic was obtained. The patient¿s abdomen was prepped and draped in the standard surgical fashion. An ioban was placed over the abdomen. Attention was turned to the left upper quadrant where a 5-mm stab incision was created with an 11 blade. Veress needle was passed into the peritoneal cavity. Co2 was infused up to a pressure of 15. A 5-mm versastep trocar was placed and another one left upper quadrant, and a 12-mm versastep trocar was placed in the left side of the abdomen as well. These were placed under direct visualization using standard technique. Three more 5-mm versastep trocars were placed in the right side of the abdomen, all under direct visualization using standard technique. There were multiple adhesions to the anterior abdominal wall with the omentum and bowel loops. These were all taken down sharply. Attention then was turned to the hernia defect. There was incarcerated omentum as well as incarcerated bowel loops. This was all reduced very carefully, and lysis of adhesions was performed with sharp dissection in order to completely free up the entire hernia defect. This took approximately 60 minutes. Once this was done, the measurement of the hernia defect was approximately 15 x 20 cm. Therefore, the 37 x 28-cm parietex mesh was chosen. The entire width was left intact. Approximately 8 cm of the length was removed with scissors. Ten gore-tex sutures were then placed around this mesh, 5 of them at the bottom third where this was then attached to the bottom third of the abdomen. The other 5 gore-tex sutures were then placed in the upper two-thirds of the mesh. This was decided to do this because there was less overlay towards the pubic symphysis then there was towards the upper abdomen. This mesh was then placed into the abdominal cavity through the 12-mm trocar site. Starting at the very lower edge, a stab incision was created, and the suture passer was then used to grasp the gore-tex sutures obtaining at least a 3-cm overlay inferiorly and greater than a 5-cm overlay superiorly and laterally each. The mesh went up very nicely with the barrier side towards the bowel. Once the mesh was completely secured in place, all the transabdominal wall stiches were tied, and a tacking device then used to tack up the mesh all around, taking care not to injure any of the epigastric vessels. Once the mesh was in place, there was a good overlay, as said above, at least 5 cm laterally and superiorly. Towards the pubic symphysis, there was a 3-cm overlay. This was as much as could be done without going into the bladder. Once this was done, 12-mm versastep trocar was removed. The fascia was closed with a suture passer using a 2-0 polysorb stitch. The trocars were removed under direct visualization. There was no bleeding noted. The trocar site skin was then closed with 4-0 undyed polysorb stitch in a subcuticular fashion. Benzoin and steri-strips were applied over all incisions and band-aids were then applied. The patient was awakened from anesthetic and taken to the recovery room in satisfactory condition. Sponge, needle, and instrument counts were correct at the end of the case. I was present and did the entire case.¿ (B)(6) 2008: (B)(6) medical center. (B)(6) md. Radiology-CT abdomen/pelvis. History: hernia surgery. Evaluate for hemorrhage. Abnormal breathing. Findings: abdomen: there is a 14 x 12 cm hematoma ventral to an abdominal wall hernia repair. There are acute and chronic components of this hematoma. There is no active extravasation seen. There is air anterior to the hematoma, which is likely from recent surgery. There is a mild amount of hemoperitoneum. There is severe diffuse fatty infiltration of the liver. There is no adrenal mass. The spleen, kidneys, and pancreas are normal. The bowel loops are normal in caliber. There is colonic diverticulosis without evidence of diverticulitis. No abnormal lymphadenopathy seen. Impression: 14 cm acute and chronic hematoma anterior to a ventral abdominal wall hernia repair with associated mild hemoperitoneum. Colonic diverticulosis. (B)(6) 2008: (B)(6) medical center. (B)(6) md. Discharge summary. Admitting history: history of 2 abdominal hernia operations with a prior placement of mesh that was subsequently infected in 2006. Later that year, the mesh was removed. Represented with a recurrent hernia. Procedures performed: arthroscopic repair of recurrent incarcerated ventral hernia with parietex mesh, microscopic lysis of adhesions. Brief hospital course: postoperatively, was stable and had minor complaints of pain. Complaints of shortness of breath while wearing her abdominal binder. (B)(6) 2010: (B)(6) services. (B)(6) md. Radiology-CT abdomen/pelvis. Clinical history/indication for exam: epigastric pain, constant nausea, vomiting, two times surgical history: cholecystectomy, appendectomy, hysterectomy, 3 hernia repairs, diabetic. Gallbladder not identified. No evidence for acute pancreatitis. Trace perihepatic fluid. No hydronephrosis. Low density left renal lesion likely represents a cyst and may be further evaluated with ultrasound as clinically warranted. Multiple dilated air and fluid-filled small bowel loops are present and collapsed loops are also seen. Findings are consistent with small-bowel obstruction. There is a large pannus containing small and large bowel. There is a hernia within the pannus to the right of midline, seen best on images 68 and continuous. There is a [sic] least one point of obstruction at the hernia. However, there are additional transition points with small areas of small bowel tethering, mesenteric edema, and small bowel wall thickening. This appearance is suggestive of internal hernia/volvulus causing additional points of obstruction. The presence of small bowel thickening and mesenteric edema raises suspicion for small bowel ischemia. No mesenteric venous or portal venous gas identified at this time. Multiple nonspecific mesenteric lymph nodes. Colonic diverticula are present. No definite evidence for diverticulitis; strainding adjacent to the sigmoid colon appears to be secondary to the above described small bowel pathology although diverticulitis is difficult to exclude with certainty and clinical correlation is advised. Appendix is not identified. No aortic aneurysm. Impression: multiple points of small bowel obstruction as described above. In some areas the configuration is consistent with volvulus/closed loop obstruction. Bowel is at risk for ischemia. Close follow-up recommended if no intervention is undertaken. (B)(6) 2010: (B)(6) hospital. (B)(6) md. Radiology-CT abdomen/pelvis. History: epigastric pain, nausea vomiting. Findings: there are multiple fluid filled dilated loops of small bowel some of which extend into a large ventral hernia several possible points of obstruction and/or volvulus. There is apparent small bowel wall thickening and mesenteric edema suspicious for small bowel ischemia. No evidence of pneumatosis or air within the mesenteric vascular system or portal venous gas. There are multiple mildly prominent mesenteric lymph nodes which may be reactive. There are multiple diverticula predominantly in the sigmoid colon. Stranding adjacent to these diverticula could be related to the ventral hernia and small bowel obstruction versus early diverticulitis. No evidence of an abscess. The appendix is not visualized. No evidence of abdominal aortic aneurysm. Impression: multiple fluid filled dilated loops of bowel consistent with obstruction likely secondary to large ventral hernia as described. No evidence of free intraperitoneal air or pneumatosis at this time however, the bowel wall appears thickened and the possibility of mesenteric and small bowel ischemia is a differential consideration. Small amount of ascites around the liver. 3. See body of report for additional findings. Continued on attachment. - attachment: [continuation h10.11 event 41476.pdf].

Manufacturer narrative:
Added patient weight. Added medical history. Conclusion code remains unchanged. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2005 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2006, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, drainage, mesh removal, additional surgery, pain. Additional event specific information was not provided.